Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included implanon. The patient's medical history included migraine. Concomitant products included nortriptyline and propranolol. On an unknown date, the patient started implanon at an unspecified dose and frequency. In 2015, the patient had essure inserted. In 2015, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, vaginal haemorrhage, fungal infection, dysmenorrhoea, pelvic pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: yeast, dysmenorrhea(cramping), pain, weight gain, abdominal pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.